Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, non-sustained right ventricular oversensing was observed due to post-paced t-wave oversensing. Technical support suggested reprogramming the device to resolve the issue. The device will be reprogrammed at the next follow-up. The patient was stable and experienced no adverse health consequences.